Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 was not ready and the customer power cycled the system already. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to try to re-drape, but issue was not resolved. The tse advised to change drape with different lot number. Using new drape did not resolve the issue either. Arm could be moved when clutched but when sterile adapter was re-seated, the usm 4 did not perform wiggle test. The user confirmed to utilize the system and continue with case with three arms.

Manufacturer narrative:
The universal surgical manipulator has been returned and evaluated by the failure analysis team. The reported failure was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode, several instruments were installed and none of them were recognized including the drapes/ sterile adaptor. The unit was also tested on a test platform and passed lissajous, sensors check, sine cycle, brake and carriage friction and strength tests.

Event description:
Refer to h10/h11 for follow-up information.